Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dialysis catheter. The customer stated that there was a cracked adapter on the blue venous port. The catheter required replacement.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.